Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was flashing and vibrating, it was noted to otherwise be unresponsive. The customer noted that prior to receiving the pump, the pump was exposed to 2 degree (fahrenheit) temperatures after being dropped off at their residence by the local courier. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event.